Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "we placed the block on the femur and made our cuts without a problem. When we went to remove the block, one of the metal pegs remained in the femur. We removed the peg with pliers. No adverse consequences to the pt."